Event description:
Mother of 34 week infant was admitted at 5:00 pm in active labor. At 7:15 am monitoring showed signs of fetal distress by way of decelerations. At 7:30 am, the md decided to use mityvac with a "m" style 10007 vacuum delivery system due to the fetal distress. Four (4) attempts of vacuum assisted delivery were made between 7:30 and 7:40 am. The infant's heart rate returned to normal and the mother returned to non-assisted contractions. At 9:19am, a second md chose to attempt vacuum assisted delivery due to maternal exhaustion. Prior to the use of the vacuum the md noted that the scalp had "more than usual softness." During the second attempt the gauge was reported to read approx 23in hg. The delivery was successful on the third pull, however after delivery the infant was diagnosed to have suffered an intracranial hemorrhage. The infant was pronounced deceased 10 days later.